Event description:
After wearing this product for a short period of time, I developed a sharply defined, painful rash that matched the exact shape of the pad. The affected skin became extremely red, inflamed, and felt like it was burning. I also developed raised welts, similar to hives or insect bites, in the areas where the pad had contact with my skin. The burning sensation persisted even after removing the product and worsened after applying over-the-counter 1% hydrocortisone cream. I experienced significant discomfort while sitting, walking, and sleeping. The only temporary relief came from cool water exposure. This was not a typical case of chafing or mild irritation. It appeared to be a severe reaction to something in the pad's materials, possibly the absorbent core, adhesives, or chemical additives. I have since stopped using this product entirely and am filing this report out of concern for others who may experience similar reactions. This incident caused both physical pain and emotional distress, and I believe it should be investigated to ensure the safety of this product.